Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. A vector breakdown was performed, and it seemed that the ra coil of the rv lead was experiencing the anomaly. Reprogramming options were recommended. However, further testing was recommended. No adverse patient effects were reported. This device remains in service.